Event description:
During a follow-up for intra-operative radiation treatment of the breast, the mammogram showed powdery material on and near the treatment site. Incident did not result in patient injury.

Manufacturer narrative:
During follow-up for intra-operative radiation treatment of the breast, the mammogram showed powdery material on and near the treatment site. Device has not been returned. Incident did not result in patient injury. Company is collecting further information to ascertain this event. This MDR is related to MDR 3005594788-2011-00001.